Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services advised a defibrillation threshold test is not recommended. No specific recommendations could be provided at this time. This rv lead remains in service. No adverse patient effects were reported.